Event description:
It was reported that the o-ring broke along the pumping segment. The event occurred during priming, therefore; it is believed that there was no patient involvement associated with this event.

Manufacturer narrative:
Correction: e.2, and e.3. No product will be returned per customer. The customer complaint of breaking o-ring at pumping segment ¿tear in silicone¿ was confirmed. A photo provided by the customer shows fluid leaking from a tear in the silicone pumping segment near the upper fitment and o-ring component. The root cause of the customer's report could not be determined.

Event description:
It was reported that the o-ring broke along the pumping segment. The event occurred during priming, therefore; it is believed that there was no patient involvement associated with this event.

Manufacturer narrative:
Additional info: g.3.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the o-ring broke along the pump tubing segment.